Event description:
The customer reports one instance of a sample barcode misread on the ortho provue. The correct sample barcode "035080" read as "035084". No erroneous results were reported.

Manufacturer narrative:
Sample barcode 035080 was incorrectly read as 035084. Cts had the customer inspect the barcode. The customer noticed tiny dots at one end of the barcode. The customer believes the barcode label itself may have caused the problem. No erroneous results were released. The issue occurred just one time. There were no misreads since this incident occurred. The customer does not want service. (B)(4): service not requested.